Event description:
Additional information provided by the account: nothing fell into the patient's cavity. Tep technique was used. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon exploded while inflating. The problem was noticed prior to use. There was no patient involvement. Additional clarification has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).